Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right-side exchange of textured devices due to patient's concern with product. Healthcare professional later reported a right side "rupture/deflation" and later via rga checklist "hole on patch side". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, h3, h6

Event description:
Healthcare professional reported a right side exchange of textured devices due to patient's concern with product. Healthcare professional later reported a "rupture/deflation" and later via rga checklist "hole on patch side". Device has been explanted and replaced.